Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a button error. The blood glucose reading was 138 mg/dl. The customer was able to clear the alarm and then the insulin pump alarmed for a bad battery and a failed battery test, no icon was displayed for the insulin amount, and no time was displayed. The customer reported that the insulin pump had been in her bag and that something may have been pushed up against it. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and no revert to a back up plan per a health care practitioner's instructions.

Manufacturer narrative:
The insulin pump was received with intermittent up arrow button due to moisture damage on the keypad trace. No button error alarms were noted. The insulin pump powered up properly, no failed battery test alarm and all of the operating currents are within specifications noted during our testing. The insulin pump passed displacement test and self test. The insulin pump has cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.